Event description:
Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that a few weeks after the patient's implantable neurostimulator (ins) was replaced, high impedances were measured on 7 out of 8 lead electrodes. Surgical intervention was performed, and the extension was disconnected. A test on the lead revealed that its impedances were okay when separated from the extension. Further inspection revealed insulation damage at the connecter end of the lead, and the lead was replaced. The newly implanted lead was reconnected to the explanted extension and again high impedances were measured on 7 out of 8 poles. The old extension was then also replaced and the issue was resolved. It was not clear if the explanted lead could have been damaged during peri-operative handling. Additional patient information was not provided.

Manufacturer narrative:
Product ID: 3878-45 lot#: b0849105k serial#: implanted: (B)(6) 2008 explanted: (B)(6) 2012; product type: lead product ID: 3708160 lot#: serial#: (B)(4) implanted: (B)(6) 2008 explanted: (B)(6) 2012; product type: extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the lead (model#: 3878-45, lot#: b0849105k) found no significant anomalies. The outer insulation was torn underneath the #0 connector. Set screw markings were in the correct place; anchor markings were noted 19.3 centimeters from the distal end of the lead. No shorts were found between the circuits. An impedance test was performed in a 0.9% saline solution using the returned lead and a known good screening cable connected to an external neurostimulator (ens). Using a physician's programmer (8840), impedances were measured; normal impedances were measured on all circuits and electrode pair combinations. Analysis of the extension (model#: 3708160, serial#: (B)(4)) found conductor circuit #0 to be broken 2.8 centimeters from the proximal end. Outer insulation was intact. No shorts were found between the circuits, but an open circuit existed on circuit #0.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.